Manufacturer narrative:
Additional information: the lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicates that about 2 months post implant, a 2 diopter of induced cylinder was noted and had not been yagged as of (B)(6) 2015. As of (B)(6) 2015 the doctor repositioned the lens and a capsular tension ring (ctr) was implanted. The lens is now planar. The date of reposition was not provided. The surgeon plans to perform a yag.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there is a possible asymmetric lens vault. The surgeon may perform a yag treatment. Additional information has been requested, but no additional information has been received.